Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was leaking at the site where the transducer connects. According to the report, it was attached to the patient, but it unclear how long it was in use. It was stated they couldn't see any visual issues, but it did leak.